Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2017-00856. Box 3. ''Other'' reason for non-evaluation. This report is associated with MFR report numbers: 1. 3005168196-2017-00854, 2. 3005168196-2017-00855, 3. 3005168196-2017-00857.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00854, 3005168196-2017-00855, 3005168196-2017-00857.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and two ruby coil detachment handles (handles). It was reported that there was very tortuous access. During the procedure, the physician deployed and detached two ruby coils using a lantern delivery microcatheter (lantern) and a handle without any issues. The physician then deployed a third ruby coil into the patient and attempted to detach it using the same handle; however, the handle got stuck on the back end of the pusher assembly. The coil ultimately detached and a new handle was opened. Next, a fourth ruby coil was deployed into the patient. While the physician was attempting to detach the coil using the new handle, the handle also became stuck on the back end of the pusher assembly. Similar to the previous coil, the fourth coil ultimately detached. The procedure was then completed using three new ruby coils and a new handle. There was no report of an adverse effect to the patient.